Event description:
During colonoscopy, physician wanted to use apc straight fire. Erbe setting made with error message displayed. Erbe turned off and back on. Apc probe verified to be correct port. Apc straight fire probe removed, and new apc straight fire placed in port which worked without any problem. Manufacturer response for endoscopy probe, straight fire , flexible (per site reporter). Equipment error reported to erbe tech support representative. Device has been returned to the manufacturer.